Manufacturer narrative:
Additional information: h6, h11. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the last 10 minutes of treatment while using a theranova 500 dialyzer, the patient experienced tachypnea with cyanotic lips/fingers, and a respiration rate of 28/30 rpm. It was further reported that the respiration rate increased, and the oxygen saturation was "low". According to the reporter, the nursing staff suspected hemolysis. The patient was hospitalized for one day and was subsequently discharged. No additional information is available.